Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found the case was chipped. Technical visual inspection found the case was chipped. Device evaluation identified the clean load point 2 error message. The ultrasonic sensor was replaced. The software was set to sw 6.05.13. The circuit boards were inspected. The device was calibrated. The air-in-line, alarm, connectors, display, door ajar, keypad, patient side occlusion, self test/power, upstream occlusion, and final vision inspection tests were performed and passed as well. The root cause was determined to be an ultrasonic sensor malfunction due to the part becoming aged. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a clean load point 2 error. There was no report of patient involvement. No additional information is available.